Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Malfunction hazard/product is coming apart, in pieces, shredding, shed fluff [device breakage]. Case narrative: consumer reported via phone that the tampons shed fluff during removal. No injury reported.